Manufacturer narrative:
Continuation of d10: product ID: pscic101, product type: catheter interface cable; product ID: psg100, product type: generator the pscc100 catheter with lot number 0012769561 was returned and analyzed. No anomalies were identified during external visual inspection of the handle segment. On the spiral array segment, the guidewire lumen was observed to be kinked at 0.85 inches from the distal tip. On the shaft segment, the dual lumen was observed to be detached from the shaft. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. In conclusion, the catheter failed the returned product inspection due to detachment of the dual lumen from the shaft and a kinked guidewire lumen in the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an error message was received indicating that there was an electrical current error. Due to the error message, the power also could not be turned on. The catheter interface cable was replaced twice without resolution. Delivery issues were experienced with the catheter. Despite the issues, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.